Event description:
It was reported that the patient was trying to charge their implantable neurostimulator (ins) when they noticed that the therapy was turned off and the patient's tremors were back. The caller stated that the patient's ins battery level was 40% per the recharger app. The caller wasn't sure how the therapy turned off. Agent reviewed that the therapy would turn off if the ins battery. The caller turned the therapy back on and said the patient got a big jolt once they felt the stimulation. The caller confirmed the patient's symptoms were resolved, noting that the tremors were gone as soon as the therapy was turned on. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the caller to check the ins battery level routinely to prevent future loss of therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.